Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a1801, a040502, annex b: b01, annex c: c0601, annex d: d15, annex g: g04088, g04037, g0405203. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion was confirmed and replicated during laboratory testing. External inspection showed no damage, internal inspection showed fluid residue inside the rare case. The event and error logs from the pump module were downloaded to ascertain programming and event details associated with the alleged incident. No errors were founded or associated with the reported issue. Timed rated accuracy test was performed, the test results measured the actual rate at 23.60 ml/hr (-5.59% error indicating the device is out of specification. A calibration routine was performed showing results according to specifications a second timed rate accuracy test was performed after the calibration routine, the test results measured the actual rate at 25.57 ml/hr (2.27% error) showing results according to specifications. Do not modify this device. Modifying the device could affect the safety and efficacy of the bd alaris tm system. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair (see inspection requirements on page 366) perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm (see inspection requirements on page 366) the device cases should only be opened by qualified personnel using proper grounding techniques. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was under infused, reading was found to be 10.8 during flow calibration test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was under infused, reading was found to be 10.8 during flow calibration test. There was no patient involvement.